Event description:
The customer complained of an erroneous high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The initial result was 0.05 ng/ml. This result was reported outside of the laboratory. The repeat result was 0.01 ng/ml with a data flag. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The troponin t stat reagent lot number was 36573300 with an expiration date of 30-nov-2019. Calibration signals were lower than expected. Qc results were acceptable. No issues were identified during a review of the alarm trace data. The customer declined a service visit as they thought the issue was due to sample handling. The customer noted the sample looked very cloudy after cold storage following the first run. The customer thinks the heparinized gel was not fully dissolved affecting the sample results. Based on the data provided, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.